Event description:
A complaint of imprecise sequential readings was received on a customer's precision qid blood glucose meter. The customer obtained readings of 1.7 and 13.2mmol/l within a few minutes. There was no report of death, serious injury or mistreatment.